Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery to treat a femoral trochanteric fracture on (B)(6) 2016, the surgeon attached the impactor instrument to the proximal femoral nail antirotation (pfna) blade and found that the shaft part of the blade had not moved at all. The surgeon had reportedly followed the technical guide instructions and thought this event was abnormal. The surgeon detached the pfna blade and decided to use a different sized blade (85mm) instead to complete the surgery. The surgery was delayed 10 minutes due to the reported event. There was no adverse consequence to the patient reported. This report is 1 of 1 for (B)(4).